Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Further information was requested. (B)(4). It is unknown which of the two implanted devices were involved in the reported kink. The device information of the additional device is: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 76mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. It was reported that on (B)(6) 2017, follow up computed tomography (CT) revealed a type ii endoleak and a kinking in the right limb of the stent. On (B)(6) 2017, the patient underwent a procedure for elective relining of the right limb of the stent using an aortic endograft (unknown). Reportedly, a kink was fixed. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2017. Follow up ultrasounds showed that the maximum diameter of aortic aneurysm/lesion from (B)(6) 2016 until (B)(6) 2018 was 53mm.

Manufacturer narrative:
Due to the information provided from the physician, the plc181200/14547778 device was involved in the reported kink. Manufacture plant: medical sunnyvale b/p. Manufacturer ID: 2953161. Please note that in the initial medwatch report form the manufacture plant was: medical phoenix 2 b/p and manufacturer ID 3007284313 as it was unknown which of the two implanted devices were involved in the reported kink. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
It was reported that on september 21, 2017, follow up computed tomography (CT) revealed a type ii endoleak. Also, it was determined that a gore® excluder® aaa endoprosthesis (plc231000/15111573- implanted in a right side) had a kink. On (B)(6) 2017, the patient underwent a procedure for elective relining of the right limb of the stent using an aortic endograft (unknown). Reportedly, a kink was fixed. According to the physician, patient¿s anatomy (calcification and tortuosity) caused the kink. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2017.

Manufacturer narrative:
Additional information: additional information was provided that the plc231000/15111573 device was involved in the reported kink. H6: code 213 - the review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2017, follow up computed tomography (CT) revealed that a gore® excluder® aaa endoprosthesis (plc231000/15111573 - implanted in a right side) had a kink.

Manufacturer narrative:
Corrected information: b5: event description. Plc181200/14547778 had a kink instead of plc231000/15111573 mentioned in the event description earlier. Additional information: race.

Event description:
It was determined that a gore® excluder® aaa endoprosthesis (plc181200/14547778 - implanted in a right side) had a kink.